Manufacturer narrative:
Device investigation summary ¿ one crimper for transconnector (part number: 388.038, lot number: a7na29) was received. Upon visual inspection of the device it can be seen the tip on one end of the proximal end of the device has broken off from the device and was no received; additionally the tip on the parallel end of the device was also bent. The balance of the device is good working condition. A root cause could not be determined, most likely while being used on the transconnector of the device was used to manipulate the transconnector causing a greater than normal force being exerted on the device causing the one tip to shear off and the other to become bent. The complaint condition is confirmed. The crimper for transconnector is part of the synapse system and occipital cervical fusion system for posterior stabilization of the upper spine. The crimper is used to lock/unlock the transconnector. A review of the current design drawing and the manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part 388.038, synthes lot 4817246 supplier lot a7na29: release to warehouse date: (B)(4) 2004. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reported the following event: tip of crimper broke while crimping trans-connector. No fragments were generated, and there was no reported surgical delay. The surgery was successfully completed. This is report 1 of 1 for (B)(4).